Event description:
Customer states pt was receiving antibiotics through PICC line. The 1659 tegaderm chg covered the insertion site. Catheter was secured with statlock. Dressing had been in place for more than 24 hours and several dressing changes had been completed. Dressing had been in place for 8 days. Nurse alleges pt developed "mild erythema and yellowish debris" under chg gel pad. Catheter was removed in response to skin condition. Culture of insertion site showed no growth. Skin condition healed and no further treatment was needed.

Manufacturer narrative:
Conclusions: device not returned no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, add'l instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Insp the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegadarm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen...